Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the user (possibly) not changing the water in the water bottle. The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: - preventive measure is described in IFU gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The endoscopy support specialist (ess) reported that during an on-site reprocessing in-service at the customer¿s site, it was noted that the evis exera iii colonovideoscope was being improperly reprocessed. There was no associated patient infection reported.

Manufacturer narrative:
The endoscopy support specialist (ess) reported that the customer requested observation of procedures due to physician stating he was seeing bubbles on the lens and could not clear them. Ess observed procedures and at no time were there bubbles on the lens that could not be cleared. The physician stated that he was not seeing the issue during current procedures. Water bottles were changed out before ess visit requested and may have resolved the issue. During observation ess noted that staff is not completing point of use cleaning. Manager was advised and provided documentation to assist with training. Ess also offered to complete in-service if needed. Manager stated all staff has been training on point of use cleaning and know they need to complete it after each procedure. Manager also stated she would have a staff meeting to discuss and review. Manager will contact ess if she needs further training for the staff. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.